Manufacturer narrative:
An event regarding "pain and audible squeak" was reported. A medical review confirmed cup malposition. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: "relative or absolute cup malposition in low anteversion causing impingement with pain in the hip and wear scars on the ceramic surfaces as suggested by the x-ray information and confirmed by the mar findings" -device history review could not be performed as the device details are unknown. -complaint history review could not be performed as the device details are unknown. Conclusions: a medical review was performed and concluded "relative or absolute cup malposition in low anteversion causing impingement with pain in the hip and wear scars on the ceramic surfaces as suggested by the x-ray information and confirmed by the mar findings". There was no evidence of a device related issue. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Left hip revision for pain and audible squeak. Ceramic head and ceramic insert revised to ceramic head and poly insert.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Left hip revision for pain and audible squeak. Ceramic head and ceramic insert revised to ceramic head and poly insert.